Event description:
It was reported that while using an unspecified lithium heparin tube, there were high bun and creatinine results. Exact occurrences is unknown. No patient impact reported. The following information was provided by the initial reporter: "customer states - light green top lihep gave high bun and creatinine results."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified lithium heparin tube, there were high bun and creatinine results. Exact occurrences is unknown. No patient impact reported. The following information was provided by the initial reporter: "customer states - light green top lihep gave high bun and creatinine results."